Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. An evaluation was performed on the returned device. As per received condition of device; the helical blade coupling screw is a tool routinely used in the titanium trochanteric fixation nail system technique guide in addition to the screw option technique guide. The returned device was received in two pieces; the shaft was detached from the knurled head of the device where the two portions connect. The device was reported to be broken; this complaint is confirmed. The device broke along a smooth homogenous line and has some small indentations and scuffs on the knurled head from hammer taps. The device is likely to have broken during surgery and likely broke while being tapped into position with an off angle blow. The drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that use, off angle blows, and hammering the screw while untightened led to this confirmed complaint, however this complaint is not a result of any design related deficiency. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade coupling screw was broken at the tip. The sales consultant received the device from the customer, after the procedure had been completed and the device was cleaned. Upon inspection, the sales consultant noticed the broken helical blade coupling screw. The surgeon did not report any problems with the coupling screw during the procedure, noting that the surgery went well, with no issues or time delay. There was no patient harm reported. This report is 1 of 1 for complaint (B)(4).